Manufacturer narrative:
Medical device expiration date: unknown. No lot # provided. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle had syringe stopper damage. Reported before use. No serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: one (1) loose 1ml, 12.7mm syringe was returned from an unknown batch number. Customer states that the rubber stopper is damaged. The returned syringe was examined and exhibited a deformed stopper in the barrel. The sample was disassembled during evaluation in (B)(4) and noted that the stopper retained it's deformed configuration after being removed from the syringe barrel. There was some degree of resistance during cycle testing, however, a test of the sample for break out sustaining force was completed and was within specifications. The resistance noted is likely due to the deformation of the stopper itself. CAPA (B)(4) was initiated by the (B)(4) plant to address deformed/damaged stoppers and their associated root cause(s). Investigation conclusion: possible root causes for a damaged stopper include: this condition is referred to as a rolled stopper which can occur during the assembly process, when the plunger rod is being assembled in the barrel and there is inadequate (not enough) lube present in the barrel ID (inner diameter) and or the stopper itself does not have enough lube on it. As a result, the stopper does not move freely in the barrel and can become stuck and deformed. There is also the possibility that the stopper starts out being misaligned on the end of the plunger rod and then gets rolled as it is being inserted inside the barrel. Rolled stoppers can also be caused by partially peeling off the stopper before insertion into the syringe barrel. As per supplier, improper stacking of rubber sheets in autoclave cart, causing pinching/deformity.